Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: during investigation, a review of the pump black box data showed no evidence of short battery life; however, replace battery alarms related to post-delivery motor power supply were observed on 09/01/2015. A visual inspection of the pump showed that the battery compartment was intact. The returned battery cap was able to fully tighten on to the pump. The pump cover was removed and evidence of moisture contamination was observed on the motor circuit. Unrelated to the complaint, the audio bolus button cover was torn; the button responded appropriately during testing.